Event description:
It was reported that during a laparoscopic appendectomy procedure, when the device fired the blade deployed but the staples did not. There were no patient consequences. Case completed with a competitors device.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the only thing reported to sales rep was this, ¿when device fired, the blade deployed but the staples did not." No other information has been given yet, but I asked account to reach out to the surgeon to get more specific details. I was told by the scrub tech during an in-service that they opened up a competitor's stapler.